Event description:
The customer reported, the screen intermittently goes blank during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the camera power supply. System operates as intended. (B) (4).